Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported issues charging their implanted neurostimulator for the past 3 days; patient noted prior to this they had not turned their device on for a while. Patient reported seeing no device found and passive recharge mode (prm) and stated the implant will act like it is charging, but the controller battery will deplete from full to empty and the implant will remain empty. Patient noted they were able to charge the implant briefly to 60% but that depleted within an hour. Agent reviewed implant battery depletion rates are based on therapy settings and usage and redirected to healthcare provider (hcp) and representative (rep), if needed, to further address. Patient reported no visible damage to the recharger, controller port, battery compartment, or battery pack. Patient then stated that the paddle had been getting warm while attempting to charge the implant. Agent sent request to repair for replacement recharger and advised patient to monitor and call back if issues persist. No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID: 97755, lot#serial#: (B)(6), product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot#: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97755. Serial# (B)(6): product type recharger analysis of the [recharger], model [97755 ], s/n (B)(6), revealed no anomalies were visually observed. Poor recharge quality message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.